Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt's physician has adjusted the basal insulin delivery rate and the pt has continued to use the pump with no reported subsequent events.

Event description:
The pt received emergency room treatment for hypoglycemia.